Manufacturer narrative:
Investigation: two bags containing a total of 392 loose 5ml syringes were received and visually inspected. It was observed there was surface scratches where the ink was missing. The scratches were consistently between the 2 and 3ml markings with missing print on the grad lines and on the right side of the grad lines into the "2". A total of 337 were found to have at least one grad line or number missing half or more and are rejectable per product specification. Two syringes were found rejectable for significant flange damage. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print and damaged barrel defect is associated with the assembly process.

Event description:
It was reported that a bd plastic non-sterile luer-lok¿ tip syringe had scale marking error . The following was reported, " material no. 301027 batch no. 8231850. It was reported that there was 200+ defective products with scale marking issues. Call: our inspector discovered 238 defective products from the same batch number (8231850). Would you like us to return additional samples for the investigation?"

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastic non-sterile luer-lok¿ tip syringe had scale marking error. The following was reported, "material no. 301027, batch no. 8231850. It was reported that there was 200+ defective products with scale marking issues. Call: our inspector discovered 238 defective products from the same batch number (8231850). Would you like us to return additional samples for the investigation?"